Event description:
Pt had vascular access catheter inserted (B)(6) 2014 for dialysis. Catheter was an arrow product, cannon hemodialysis cath. Cath flushed appropriately. Pt put on pump for dialysis and pump pressure increase too a very high level. Pump speed unable to go above 60. Pt returned to operating room on (B)(6). Washer replaced on cath and again, cath flushed appropriately. Again, unable to dialyse pt through this cath. Pt returned to surgery on (B)(6), dye study through cath showed that it was not against vessel wall and flowing freely. It was also noted that the radio-opaque line showed a kink near the distal end of cath. It was elected to change the cath out. Cath does have a distinct kink near the distal end.